Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding: torsional moment does not solve. This is report number 1 of 3 for complaint (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of synthes device history records revealed that the handle with torque limit adjustment, part number 321.132 lot number 4323567, serial number (B)(4) conformed to all requirements. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
An evaluation was conducted and it states that the torque function is not given. An investigation shows that that the torque actually does not correspond to the specifications (0.5nm - 1.8 nm). The measured values were lower than the specifications. The manufacturing review shows that the production procedure was according to the specifications. Therefore, this complaint to be indeterminate from a manufacturing standpoint.